Event description:
It was reported that during inspection and set up of the disposable beq-top 8806 intellipack circuit( prior to clinical use ) the luer lock on top of the quadrox on the arterial side was removed and a part of the plastic of the sample port came off with it.. The quadrox would have leaked blood if had been used. This was noted prior to patient use and therefore posed no risk of injury.

Manufacturer narrative:
The oxygenator was returned for review for the broken port on the quadrox-I adult without filter (part #701053325; batch #70119811). It was observed to be broken. The associated tray and packaging was not returned and could not be reviewed for damage. The reported complaint was confirmed. The most likely root cause of the broken oxygenator port can be attributed to rough handling during use by the customer. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during inspection and set up of the disposable beq-top 8806 intellipack circuit( prior to clinical use ) the luer lock on top of the quadrox on the arterial side was removed and a part of the plastic of the sample port came off with it. The quadrox would have leaked blood if had been used. This was noted prior to patient use and therefore posed no risk of injury.